Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with a permanent scs system on (B)(6) 2017. Following the procedure, the patient was unable to be extubated. In turn, the patient was admitted to the hospital. Follow-up revealed the patient had later been discharged and is doing well.